Event description:
It was reported that a remote monitoring transmission was sent two days post implant and upon review it was noted that a right ventricular (rv) lead warning had triggered due to high impedance readings. The polarity had switched to unipolar. There was question of rv capture on the electrograms. It was also noted that the patient was experiencing bradycardia due to the loss of capture. Another remote monitoring transmission was sent and it was noted that there was intermittent loss of capture as well as a high rv threshold. Follow-up was performed and it was noted that reprogramming had been done but that the patient came back in approximately one week later again with loss of capture. The patient was kept in the hospital and a lead revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.